Manufacturer narrative:
Date of event: exact date unknown, event occurred years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 17078879.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure wherein all device components were explanted. The explanted devices were not returned.